Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of unstable lead impedance was confirmed in the laboratory. An intermittent short circuit in the lead due to inner insulation damage near the connector portion was noted. The cause of the inner insulation damage was overtorque of the inner coil in the field during the surgical procedure.

Event description:
It was reported that during implant the atrial lead exhibited low lead impedance. The lead was not implanted.